Event description:
It was reported via repair work order that the power coil cord was stripped with exposed wire. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.